Event description:
This is a report of a known detectable artifact. The pt was initially diagnosed with a potential brain bleed. The pt was kept overnight and then reevaluated the next day. The initial diagnosis was ruled out. The pt was not treated and was released.

Manufacturer narrative:
On may 25, 2007, we took action to advise the installed base of this matter and we will update the customer's systems to mitigate this issue.